Manufacturer narrative:
The device evaluation found adhesive around the light guide lens was peeled and connecting tube has coating peeling (1mm2 or more). Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure and known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation the tracheal intubation fiberscope exhibited the adhesive around the light guide lens was peeled and connecting tube has coating peeling (1mm2 or more). There was no patient involvement.